Event description:
It was reported via phone call that insulin pump had moisture under display screen due to being submerged in water while customer was fishing which caused button error alarm, keypad anomaly and blank screen display. Customer's blood glucose was 184 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No blank display noted. However, the insulin pump had moisture damage found on the electronics. The insulin pump received with cracked case at display window corner and minor scratched display window.